Event description:
Olympus was informed that during a diagnostic bronchoscopy procedure, the image was clear at the beginning of the procedure, then went black during the procedure. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The user facility reported that the image started out fine then went black in the middle of the procedure, but the image came back into view followed by lines across the screen. The intended procedure reportedly was stopped due to the user facility only had one bronchoscope, and was rescheduled for the following day with a loaner bronchoscope. The device referenced in this report was returned to olympus for eval. The eval found the image flickered and was intermittent when the control lever was manipulated. There was no evidence of fluid invasion and the referenced device passed the leakage test. The user's experience was attributed to the charge-coupled device (ccd) unit. The referenced device was refurbished and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.